Event description:
It was reported in that the ventricular pacing threshold increased after implant. The lead was capped and a new right ventricular lead was implanted. The patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.